Manufacturer narrative:
D4. Lot: originally, the product lot number was reported as unknown. However, during the product investigation, the lot number was able to be retrieved from the returned device. Therefore, d4. Lot 00001518, d4 expiration date 12/1/2021 and h4. Device manufacture date 12/1/2020 are added to this follow up report. Initially it was assessed that this was a hemostatic valve separation the biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 03/01/2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 03/16/2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-small, and a hemostatic valve separation occurred. During preparation for the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath-small became dislodged from the hub and the dilator was not able to be inserted through the sheath. The sheath was not used on the patient. No adverse patient consequences were reported. The sheath was replaced, and the issue resolved. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record was performed for the finished device 00001518 lot number, and no internal action related to the complaint was found during the review. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-small, and a hemostatic valve separation occurred. It was reported that during preparation for the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath-small became dislodged from the hub and the dilator was not able to be inserted through the sheath. The sheath was not used on the patient. No adverse patient consequences were reported. The sheath was replaced, and the issue resolved. With the information available, this event was assessed as a MDR reportable hemostatic valve separation product malfunction.